Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (b)6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-2386-09 quadpro¿ harvester would not harvest the tendon. The device was brand new and out of the box. This occurred during a case where another device was opened, and the same outcome. The patient was in the room, but no adverse event. Nothing broke, and the patient is in stable condition.

Manufacturer narrative:
Additional information: g3, h3, h6. Due to the device not being returned, we are unable to confirm the reported event. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue.